Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the black box indicated multiple reboots had occurred following call service 078 alarms and ¿replace battery¿ alarms. The battery cap was able to secure to the pump. The pump powered on to a call service 052 alarm that could not be cleared. Additional testing could not be completed due to the call service alarm. Unrelated to the original complaint, investigation revealed moisture behind the display and in the battery compartment, a case seal leak, and internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia associated with an intermittent power issue. Reportedly, there was moisture/corrosion in the battery compartment; however there was no damage to the battery cap or battery compartment. The patient reportedly went to the hospital to obtain insulin for a back-up plan of insulin delivery. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.